Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the initial surgery was about 16 years ago at (B)(6). Unsure of the exact procedure date. The patient was implanted with a 56x36 metal liner. The patient was experiencing high levels of metal ions, so surgeon believed the patient would benefit from a wash out and liner exchange to poly. A trial reduction was performed with a 56x36 +4 10 degree liner and a 36mm +6 srom head. The hip was found to be stable and the real implants were opened and inserted. Hip was run through range of motion again, and confirmed stable. Closing process began. No surgical delay. Doi: 16 yrs ago, dor: (B)(6) 2021, right hip.